Event description:
A bipap a40 device was returned to a third-party service center for service. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the service technician identified ventilator inoperative error codes e046 (cpu cannot communicate with the flow sensor using i2c bus) and e047 (cpu cannot communicate with the pressure sensor using spi bus). Due to the errors, the printed circuit assembly (pca) will need to be replaced. Additionally, the device data identified additional unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device will be scrapped at the customer's request; therefore, no additional repair information was provided.